Manufacturer narrative:
Result of investigation: the trudell's technician and vyaire specialists identified that the problem was the exhalation valve. This was identified as normal wear and tear of the device. The exhalation valve was replaced and the device passed all calibrations and tests.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed vent inop (ventilator inoperable) while on a patient, the issue occurred while the patient was coughing. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.